Manufacturer narrative:
The scope was returned to olympus. A physical evaluation was completed on november 19, 2018. The evaluation confirmed the reported event as the jaws were burnt, foreign material was observed on the distal end and the ptfe pad (teflon pad) was melted, lifted and exposing metal. Approximately 0.555¿ of the teflon is lifted. As part of the evaluation, the device was attached to olympus usg-400/esg-400 generators and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. A ¿seal short circuit error¿ (u511) was observed when the jaws are closed when the seal/cut function is activated. The possible causes for a u511 error can be caused by output being generated while a metallic object is touched, output in body fluids and or grasping section wear. The exact cause of the reported event could not be confirmed, however, based on similar reports related to the reported event and reported device the most probable cause can be attributed to unintended operation error. To mitigate the risk of a device malfunction and patient/user injury, the following details are found in the instruction manual as warning. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that during a laparoscopic bilateral salpingo oophorectomy (bso) procedure, the user facility reported they noted the device was not as effective as when the physician started on using on the patient¿s tubes. The jaws at the distal end of the device was inspected, the plastic insert (teflon pad) in the jaws was burnt and melted. The intended procedure was completed using a second like device. There was no patient injury reported. In addition, there was only a two-three minute delay and minor bleeding to the patient that was controlled with the second device. There was no device fragment that broke and fell into the patient and there was no longer stay or additional treatment to the patient. There was no unusual behaviors noted prior to the reported event.